Event description:
During follow-up for an unrelated complaint, the patient's caregiver indicated the patient had an infection. Additional information obtained from one of the patient's peritoneal dialysis (pd) nurse on 10/05/2010: the patient started with pd therapy on (B)(6) 2009 with local (pd4) ambuflex. The patient was hospitalized from (B)(6) 2010 to (B)(6) 2010 and was diagnosed with bacterial peritonitis on (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis. It was indicated the patient?s pd effluent was analyzed on (B)(6) 2010. The cell count showed 2738 leucocytes, 92% neutrophils, and 8% monocytes. The gram stain showed positive results and the culture showed (B)(6). The patient was treated with vancomycin and recovered from the peritonitis. The nurse indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse also indicated that this peritonitis event was a reocurrent peritonitis from one that began on (B)(6) 2010. The nurse stated that the infection resolved and came back, but she was unable to provide an exact number of times the infection reoccurred. The following information pertaining to the peritonitis from (B)(6) 2010 was obtained on 10/14/2010 and is as follows: the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient's pd effluent was analyzed and the cell count showed 1163 leucocytes, 92% neutrophils, 2% lymphocytes, and 6% monocytes. The gram stain showed gram positive (B)(6) and the culture showed (B)(6). The patient was treated with vancomycin 2 grams intraperitoneal and recovered from the peritonitis. The nurse again indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse indicated that after the diagnosis of this peritonitis, the patient's blue twist clamp regular length transfer set was replaced, but that for the reoccurring event in september, the catheter was just removed and the patient was placed on hemodialysis. There was no allegation of a device malfunction and the patient was reported to be doing well on hemodialysis.

Event description:
A customer contacted baxter's technical service center requesting assistance with start over on the homechoice (hc). The home patient (hp) stated she had the clamp closed during prime and started the initial drain before realizing there was air in the line. The hp knew she needed to start over with new supplies, but was unfamiliar with the ending therapy early procedure. The technical service representative (tsr) walked hp through the procedure. The hp ended therapy and would start over with new supplies. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient to obtain additional information regarding the report of air in the line on (B)(6) 2010. The patient stated she had discarded the supplies after therapy, and did not know the lot number. A batch review was not performed as lot number was unknown. Reflects sample discarded. Patient also reported her nurse was notified the next day of the incident. Patient has continued with therapy on the homechoice and did not have any injury or harm as a result of this incident.